Event description:
It was reported the 355ld was used during a laparoscopic cholecystectomy. It was reported by the affiliate the reset button of the device would not set properly. The device was not used during the procedure. There was no consequence to the patient.